Manufacturer narrative:
.

Event description:
Procedure type: lap rectum; patient gender: unk. According to the reporter: the surgeon encountered difficulty inserting the device. Once inserted, the tip of the device was noticed to be missing a 3mm x 2mm piece. The surgeon removed the piece using forceps, but it unsure if all pieces were collected. The incision and surgical time were not extended as a result. A new instrument was used to complete the procedure. No further patient details were available, but is reported to be in well condition. No patient injury was reported.